Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient reported symptoms returned, they said at the beginning they saw some improvement, but 2 or 3 weeks after the implant they started to see their symptoms back. The caller reported they were not sure if they were emptying their bladder completely because they go often but they don't have the volume they expect. Patient confirmed having urgency to go and trouble to go to the bathroom too. Redirected the patient to discuss with their healthcare provider (hcp) to further address the issue. Patient reported: baseline symptoms returned / lost therapy benefit symptoms reported: urinary symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.